Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during a device check of this cardiac resynchronization therapy defibrillator (crt-d) system prior to an atrial fibrillation (af) ablation procedure, two episodes were discovered containing oversensed noise with pacing inhibition. It was noted that there was no asystole, and the patient's own rhythm came through. The physician mentioned that the patient was a farmer and was very active. As a result, it was suspected that the observed noise may be attributed to a small fracture in the right ventricular (rv) lead. Techrnical services (ts) reviewed troubleshooting options. This crt-d system remains in service and will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a device check of this cardiac resynchronization therapy defibrillator (crt-d) system prior to an atrial fibrillation (af) ablation procedure, two episodes were discovered containing oversensed noise with pacing inhibition. It was noted that there was no asystole, and the patient's own rhythm came through. The physician mentioned that the patient was a farmer and was very active. As a result, it was suspected that the observed noise may be attributed to a small fracture in the right ventricular (rv) lead. Technical services (ts) reviewed troubleshooting options. This crt-d system remains in service and will continue to be monitored. No adverse patient effects were reported.